Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record (DHR) for 00515047501, could not be performed as a lot number was not provided for the reported event. Technical review and physical evaluation: a returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Hospital discarded as biohazard. Upon receipt of additional information and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock came off from the hand-piece easily during use. There was no harm to patient or delay in procedure. It was reported that the event occurred 'recently', but the event date is unknown. No adverse events were reported as a result if the device malfunction.